Manufacturer narrative:
There was no unexpected ramping of the numbers on the insulin pump. The insulin pump passed the displacement test, rewind test, basic occlusion test, priming test, occlusion test and excessive no delivery test. The up arrow button was responding intermittently due to corroded keypad traces. The device had a cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot. (B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 238 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.